Manufacturer narrative:
The insulin was received with cracked end cap. The drive support disk was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 77 mg/dl. The customer stated that there is a crack on the case. The customer stated that the pump was not dropped or bumped. The customer mentioned that the crack is seen on the drive support cap. The customer was not in a car accident. The customer will return the pump for analysis.